Event description:
Additional information indicates patients system was explanted due to normal battery depletion.

Manufacturer narrative:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s entire system was explanted on an (B)(6) 2025 for an unknown reason.